Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, a dark ring, white particles material was found on the shell and fold creases. A weight test of the device was verified and the device to be underweight. A microscopic analysis was performed which identified two openings striated and wear abrasion. Based on the device analysis the final assessment is: - two openings striated in the side anterior/posterior assessed as surgical damage.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." The device has been explanted.